Event description:
It was reported to covidien on (B)(6) 2007 that a customer had an issue with a catheter, continuous flow. The customer reports upon removal from 9fr sheath resistance was met. Attempted removal resulted in catheter separation proximal to proximal balloon.

Manufacturer narrative:
(B)(4). Due to the nature of the record keeping and investigation practices of the previous owner, we are unable to provide determinations or conclusions about the possible root cause(s) of the issue being reported. We do not expect to receive additional information about this complaint.